Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced an event on 25-aug-2025 where infusion set tubing came apart. The issue occurred with four infusion sets. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Initial and final MDR (B)(4) device 3 of 4.